Manufacturer narrative:
No information was captured in section e1: (initial reporter), as this information was not provided. The patient credentials were not provided, therefore, no information was captured in section a: (a1: patient initial's, a2: age, a3: gender, and a4: weight). The customer did not provide the product details, therefore, no information was captured in section d4: (model # and serial #), and device manufacture date. (H4): could not be determined.

Event description:
A healthcare professional from canada reported that their blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.